Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the power connector is broken. There were no reports of patient use nor impact.

Manufacturer narrative:
Updated reporter country to france.